Event description:
This senior medical affairs specialist has sent the patient/layperson a letter having been unable to reach the pt by phone. The complaint is classified based upon info the pt gave to a customer care advocate, cca, in 2008. The pt alleged that her onetouch ultra2 meter began powering off during use on four days earlier. Although the pt reportedly had changed the battery several times, the issue persisted. Before the issue began, the pt stated she "had sweats, a fast heart beat, and was unable to sleep." Although unable to obtain a result, the pt took an unknown, increased amount of humalog and possibly lantus insulin. On three days prior to original date, the pt saw her physician. The physician admitted her to hosp with a blood glucose of 615 mg/dl. It was not clear whether the result was obtained in the physician's office or in the ER. The pt was reportedly admitted into intensive care unit (ICU) and later placed on an insulin pump. The pt did not indicate how she may have been treated in the hosp upon admission. The cca replaced the products. Because the pt allegedly was unable to obtain an actionable result on her meter and later, was reportedly admitted with a blood glucose greater than 500 mg/dl, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test strip lot number (d4) was not provided.